Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states that the tube was inserted. The patient coughed air through the tube so it was removed right away. A chest x-ray showed the feeding tube in the right bronchial system with a moderate pneumothorax. A right side chest tube was inserted and a repeat chest x-ray confirmed re-expansion of the right lung.

Manufacturer narrative:
The quantity was manufactured on 5/7/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Because samples were not available for evaluation, the issue reported by the customer could not be confirmed. Samples were not returned for evaluation; however, bronchi pulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instructions for use (IFU) artwork for the device, the warning is clearly provided that an adverse effect likes pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. Production personnel were notified about the reported condition. Based on the information a corrective action from production perspective is not deemed necessary at this time. We will continue to monitor the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.